Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lead stretched; full lead analyzed. The proximal conductor was stretched. The outer insulation was found torn, kinked/buckled, and had a cosmetic cut. Blood was present in the proximal conductor and in/on the helix mechanism. The lead was damaged at implant.

Event description:
It was reported the implant was uneventful until the final numbers were taken. All signal in bipolar was lost with some signal in unipolar. The impedance was low and there was no capture. Upon removal of the lead, blood was observed in the insulation and crimping of the outer insulation. The outer insulation was found to be compromised. Another lead was implanted. No patient complications have been reported as a result of this event.